Manufacturer narrative:
The code f1903 used in previous medwatch is not appropriate since the device was re-implanted after capsulectomy.

Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) confirmed in capsule: analysis of patient series and practical guidelines for breast surgeons" reports a diagnosis of bia-alcl as patient experiencing increasing breast edema and breast seroma against unknown side. The article does not specify the histopathological marker cd30+ and alk-. However, the authors used the who criteria, detailed in the article. Therefore, lymphoma-alcl is the appropriate coding term to be used. Patient has been treated with unilateral capsulectomy and re-implantation. Affected side is unknown.

Manufacturer narrative:
Continued e1 (facility name): (B)(6) hospital. Continued h.6. Health effect- impact code: f2201, f2203, f2303. Date of alcl diagnosis: (B)(6) 2019. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma. Article citation: pluta p, giza a, kolenda m, et al. Breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons. Archives of medical science. 2023;19(5):1243-1251. Doi:10.5114/aoms.2020.100637.

Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) confirmed in capsule: analysis of patient series and practical guidelines for breast surgeons" reports a diagnosis of bia-alcl as patient experiencing increasing breast edema and breast seroma against unknown side. The article does not specify the histopathological marker cd30+ and alk-. However, the authors used the who criteria, detailed in the article. Therefore, lymphoma-alcl is the appropriate coding term to be used. Patient has been treated with unilateral capsulectomy and re-implantation. Affected side is unknown.